Event description:
It was reported that the patient presented for a pacemaker replacement procedure. The pacemaker was replaced at the request of the patient due to interactions with the shoulder. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.